Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Device analysis is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the programmer had an extremely slow boot cycle which appears to "lock up." The failure was caused by hard drive corruption. (B)(4): the rf head was analyzed and no anomalies were found.

Event description:
It was reported, the programmer screen has been freezing, despite turning the programmer on/off multiple times. When the customer finally gets to the "find patient" screen, the programmer will not find the device. The programmer rf (radio-frequency) head lights are green, then orange, indicating a telemetry issue. No patient complications were reported as a result of this event.